Event description:
Please note: this report pertains to the first of two devices that were used during the same procedure. Refer to MFR report# 3005099803-2008-04798 for a description of the second device. It was reported to boston scientific that a hydrothermablator procedure set was being prepared to be used for a therapeutic hydrothermal ablation (hta) procedure in 2008. According to the complainant, approx three mins into the hta ablation phase the system generated a fluid loss alarm of 10ccs at a rate of 6cc/min. The physician then checked the cervix to see if fluid was leaking out and confirmed the fluid was leaking out. The physician reapplied the tenaculum stabilizer continued the procedure. After 3 mins the reservoir was slowly showing a loss of fluid. The boston scientific rep recommended pausing the treatment before it alarmed. The physician noted fluid leaking out of the cervix and found visual burns (degree of burn is unk) to the vaginal cavity. The hta procedure was aborted with a total of 6 mins 30 seconds of total treatment. The pt was treated with burn ointment.

Manufacturer narrative:
The lot number of the device used is unk; consequently, the expiration and manufacture dates of the device is unk. The complainant indicated that the device will not be returned for evaluation since it was disposed of; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A ship history was performed to determine a potential lot involved in the reported event. The result was one potential match: lot # 34303. A review of the device history record for the hydrothermablator procedure set was performed; no anomalies were noted. A review of the labeling was performed which includes the dfu/users manual. The hta users manual states that thermal injuries are a potential adverse event associated with the use of hta and is located in the warning and precautions section.